Event description:
Medtronic received information that damage (physical or cosmetic) occurred. The customer was hospitalized due to a diabetic ketoacidosis. This was their second admission in three weeks. The user was hospitalized on (B)(6) 2021 and (B)(6) 2021. The customer was taken off the pump and was given IV insulin.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.